Event description:
Hcp reported the pt presented with pain at the pocket site. The pump was explanted in 2004 per pt request. It was then returned to the MFR for analysis. After healing postoperatively, the pt's abdomen was reported as "better" by the pt.